Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-439b-1101: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported to ams that during a bph procedure "fiber tip broke" at 255,150 joules and 40:18 minutes of usage. The fiber was exchanged and the procedure was completed utilizing second fiber. Patient outcome: "no injury" to patient has been reported.